Manufacturer narrative:
The device is expected to return to the manufacturer, however, it has not been received.

Event description:
The event involved a transducer with unknown list number and unknown lot number. The customer stated that the patient¿s arterial line spontaneously disconnected from a part of the tubing that is not intended to disconnect. The white arrow hub of the arterial catheter was luer-locked securely to the clear giving set line, however, the luer-lock line disconnected behind the hub that sits beneath the stat-lock. The giving set was completely clear (i.e. No red line shadow on it) suggesting it was from a separate stat-lock arterial select pack, and not the whole arterial giving set that includes the transducing port. There was patient involvement will minimal bleeding noted. There was no medical intervention required aside from replacing the arterial line and the patient's status did not change as a result of the event.

Manufacturer narrative:
H10: the device was received by the manufacturer on (B)(6)2019 . The reported complaint of disconnection cannot be confirmed. The returned sample was a non- ICU medical product. The probable list number provided does not match the configuration of the sample. The probable cause of this defect cannot be determined as the returned sample is a non- ICU product. The DHR (device history review) review could not be completed since no lot number was provided.